Event description:
Pt was taken to surgery for an arterio-venous graft of right forearm. Md inserted the graft successfully and the pt was taken to recovery. After pt was in recovery the md was notified that the dressing was bloody. Md inspected the incision and had to take the pt back to surgery. Upon re-opening, md indicated that the outer graft leaked and it had to be removed. It was replaced with a second graft. Pt was then taken to recovery with a dry dressing.